Event description:
Description of event according to initial reporter: there was an issue with the filter. Everything was fine. The position of the filter before deployment was at the l2 level below the renal vein, however, after pressing the second button for the release, the filter would not release. Multiple attempts were made following that I tried to pull it back into it case it came back halfway, and I tried to red deployed again. It deployed sideways. After that, I had to go use a clover snare and additional snare to try to straighten up using multiple catheters and wires approximately 36 minutes of fluoroscopy time. I was able to retrieve the filter, even though the legs were kind of intertwined from the way the filter was positioned, and we were able to retrieve everything that fracturing the filter. So it is in the deployment mechanism it¿s getting stuck on the second position.